Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have a blank display. Their blood glucose was unknown. They said that they pushed the act button to perform a bolus and noticed that the pump went blank. They are not calling back after receiving a battery cap. The customer said that there is a crack at the bottom of the window of the side where the reservoir goes into the pump and is unsure how it happened. They declined to troubleshoot. They were advised to discontinue use of the insulin pump and to revert to the back-up plan per their doctor¿s instructions. The insulin pump will be returned for analysis.